Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer dropped the pump and cracked the touchscreen. Subsequently, a malfunction alarm occurred. The customer was uncertain if dropping the pump may have contributed to the malfunction. The pump was subsequently noted to be unresponsive. There was no impact to the customer's blood glucose level. Reportedly, the customer has manual injections available as alternate insulin therapy.